Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a 4.2 cubie d5, c1, c3, b3 device was not detected on bus. When troubleshooted with recovery drawer opened with no further prompts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 4.2 pockets were not on the bus. A field service engineer cleaned contacts on the drawer controller boards, secured connections, and tightened the hard stop. Pocket e-1 failed to release during testing and found the medication wedge pocket tight and then removed the medication. All test good, user verified operation successful. The system functioned as intended after the field service engineer repaired the device.